Event description:
It was subsequently reported that the stent dislodged in the middle of the right radial and brachial and was removed with a snare. Pt status is listed as "good."

Event description:
It was reported that during a coronary stent procedure involving a calcified and 99% stenotic lesion, the stent dislodged. Additional info has been requested regarding this event.